Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a functioning outlet and wait at least 30 consecutive minutes, which resolved the issue as the pump began charging. No further assistance was required.